Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported intermittent audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A receiver (part number sr-951300/serial number (B)(4)/lot number 5197918) was returned for evaluation. A visual inspection was performed and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of an intermittent audio output was confirmed. The root cause was determined to be a defective speaker. However, it is unknown if the returned product is the complaint device.

Manufacturer narrative:
(B)(4).